Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left lower limb. An angiojet solent omni catheter was used for a thrombectomy procedure. During preparation, it was noted that the catheter stopped priming within 12 seconds and physician found that the catheter was leaking liquid and the system alerted an error message. The physician wanted to open a new catheter to be used but no catheter left. The procedure was cancelled and rescheduled to another day. No patient complications were reported and patient's status was stable.